Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain, nausea, and vomiting. The day after the onset, the patient was treated with vancomycin (2 grams, intraperitoneally (ip), twice weekly for three weeks) and cefepime (1 gram, ip, for two days) for the peritonitis. The next day the patient discontinued treatment with cefepime. Approximately 3 weeks later, the patient discontinued treatment with vancomycin. At the time of this report, the patient had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.